Event description:
It was reported that prior to an implant attempt, the implantable cardioverter defibrillator (ICD) displayed a gray bar indicating a low battery, possibly due to cold storage. The device was warmed for several days and the status returned to normal, green bar. A second implant attempt was made three weeks later, and the device once again indicated gray bar/low battery, even though the device had been kept in a warm environment. The device was not implanted; another device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.